Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a stone extraction procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the stone was captured inside the basket. When the physician began to crush the stone, the basket detached from the catheter. Lithotripsy was used, and a larger trapezoid rx basket was used to crush the stone inside the detached basket. The detached basket was successfully removed with a balloon and the larger trapezoid rx basket, thus completing the procedure. Additionally, there was no damage with the device prior to procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.